Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose level and diabetic ketoacidosis on june 24, 2021. Customer had blood glucose level of 575 mg/dl. Customer was treated with insulin drip. Customer had blood glucose level of 187 mg/dl. Customer had vomiting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
It was reported that customer experienced hyperglycemia and diabetic ketoacidosis. Customer experienced vomiting, confusion, and altered vision. Customer visited ER and then was hospitalized with one overnight stay. Customer's blood glucose level at the time of hospitalization was 575 mg/dl. Customer was treated with insulin infusion IV drip. Customer has been experiencing high blood glucose levels and using the insulin pump for treatment. At the time of the call customer's blood glucose was 187 mg/dl was not showing any symptoms related to high blood glucose. Customer was using 630g pump. Customer reported that they had 3 infusion sets malfunction. Customer's hospitalization was on (B)(6)2021 and customer changed infusion set in the same day prior to the event. Some troubleshooting was performed. The pump will not be returned for analysis.